Event description:
I used renu moistureloc 01/06 - 05/06. I started having problems with my eyes in may. My eye doctor sent me to a specialist. My dr diagnosed me with fusarium keratitis. He gave me anti-fungal eye drops to take. My eyesight has been impaired, and my left eye is left with permanent scarring.